Event description:
It was reported to covidien on (B)(6) 2007 that a customer had an issue with a catheter, continuous flow. The customer reports, the deflating proximal marked balloon for aspiration noticed blood coming back in syringe. Balloon had been inflated in normal vessel for one trellis run. Failed device will not be returned to bv due to positive disease state of pt.

Manufacturer narrative:
Submit date: (B)(4) 2010. In mar 2009, covidien acquired bacchus medical. Covidien has undertaken a review of bacchus' old complaints and determined that certain complaints were MDR reportable. As a result, covidien is filing this MDR report. Due to the nature of the record keeping and investigation practices of the previous owner, we are unable to provide determinations or conclusions about the possible root cause(s) of the issue being reported. We do not expect to receive additional info about this complaint.